Event description:
While in use, smoke was noted to be coming from the back of the eeg machine. Our biomedical engineering department determined the source of the problem to be a capacitor in the power supply.